Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration stopped during the procedure. An angiojet® solent¿ proxi aspirated for 10 to 15 seconds and then a "check saline supply" error message was received. The error was reset but the error kept occurring. The procedure was completed with another new solent proxi. No patient complications were reported and the patient was fine.